Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300 mg/dl). A correction bolus was delivered or insulin injections were administered to address the bg level. The customer initially thought that the high bg was due to the bolus not being delivered quick enough. However after troubleshooting with tandem customer technical support (cts), the customer understood that the rate of insulin delivery was not the cause of the high bg. Cts advised the customer to discuss the high bg levels with a healthcare provider. The customer acknowledged the bolus information and advice.